Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Patient reported receiving call service 088 alarm. Patient stated pump rebooted with appropriate audio and vibration alerts but the screen remained blank. Unable to complete troubleshooting due to the blank screen.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.